Event description:
The manufacturer received information alleging a ventilator was down because oxygen sensor was not working. There was no harm or injury reported. The ventilator was evaluated by a field service engineer and the customer¿s complaint was confirmed. The device's fio2 sensor needs to be replaced to address the issue.